Event description:
A surgeon reported the shunt would not stay place in the eye and the procedure was converted to a trabeculectomy with no harm to the patient. Additional information was received from the technician, who reported the shunt would not come off the delivery system and caused the hole to become too big. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product was visually inspected and was found to be proper. The product was functionally tested. The shunt released at a force of 3kg. Therefore, the product passed the test. The complainant statement "the shunt would not come off (the eds)" could not be confirmed. The root cause could not be conclusively determined, but does not seem to be product related. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).